Event description:
It was reported that during a pph procedure, the breakthrough washer did not crunch and the staples were not formed. They got a new one to complete the procedure. There was no pt consequence.